Event description:
It was reported that the pt had "horrible coronary arteries" and was going to the operating room in am for bypass. Normal sinus rhythm (nsr). The rn stated that pump screen froze, they powered off and back on and then they had a rapid tone alarm and no screen. They attempted to power off and on several times with no result. They already exchanged the pump without incident, but wanted to know what to do with the down pump. The clinical support specialist (css) asked the rn if she checked the umbilical cable connection to the head and to the pump and the rn replied "yes". The css instructed the rn to flag this pump and send it to biomed to be checked.

Manufacturer narrative:
(B)(4).